Manufacturer narrative:
A ge rep evaluated the system and found the calibration and configuration files were missing. Ge rep downloaded and replaced the missing files. System operates as intended.

Event description:
The customer reported the system would not boot and displayed collimator and filament calibration errors.